Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated four times during the event. The patient was at the hospital at the time of the event, and had multiple complications including a stroke and kidney failure. Starting at 22:35:29 on (B)(6) 2018, the patient's ECG showed motion artifact. A treatment was delivered while the patient was in sinus rhythm at 70 bpm with motion artifact. The patient received two additional treatments on (B)(6) 2018 while the patient was in motion artifact. The patient received a final treatment at 03:07:54 on (B)(6) 2018 while in a sinus rhythm at 70 bpm. The patient remained in a sinus rhythm, and the device was then removed at 03:19:17. The patient reportedly passed away around 09:30 on (B)(6) 2018.